Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There are two medical device reports associated with this patient. This report is for the left eye. There are 13 medical device reports associated with this article. (B)(4).

Event description:
In a literature study article, entitled " changing refractive outcomes with increasing astigmatism at longer-term follow up for infant cataract surgery," there was a report that following an intraocular lens (iol) implant procedure at (B)(6), an infant patient had an unexpected outcome of changing refractive outcomes with increasing sphere and cylinder. Complications were buphthalmos, increased intraocular pressure with cyclodiode treatment, and a later dislocation of the iol due to a fall. A surgery to reposition the iol was performed. There are two medical device reports associated with this patient. This report is for the left eye. There are 13 medical device reports associated with this article.